Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information the impedance measurement for this right atrial lead had climbed from 600 to 1100 ohms through 2009 and now has decreased substantially. Currently the impedance measurement is 250 ohms in bipolar and 300 ohms in unipolar pacing modes. The low impedance measurements triggered the lead safety switch. Noise with inappropriate mode switch episodes were observed in bipolar pacing mode. No adverse patient effects were reported. At this time the product remains in service. If additional information becomes available this event will be updated as necessary.